Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was not returned for evaluation. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that a loss of aspiration occurred due to an error message. An angiojet® solent¿ omni catheter was selected for a leg thrombolysis procedure. During the procedure, while in thrombectomy mode, a check saline error occurred and aspiration was affected. The procedure was completed with a different device. There were no patient complications reported and the patient's status was reported as fine.